Manufacturer narrative:
Insulin pump powered up properly after battery installation. No blank display or critical pump error alarm noted. The pump passed the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. No this alarm is generated when a power failure is detected alarms noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s family reported via phone call that the insulin pump had multiple pump error alarm. The customer¿s blood glucose level was unknown. The troubleshooting was performed for the pump error. The customer stated that the insulin pump screen was off. The device will be returned for the analysis.